Manufacturer narrative:
Initial testing at user facility by a field service engineer found that during delivery accuracy testing, the device delivered a measured volume of 21.8ml from an expected delivery of 20ml. Further testing and investigation at the service center found the device delivered 21.2ml during the delivery accuracy test. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). The probable cause for the overdelivery was due to the plunger home position was one revolution forward. When the plunger home position was one revolution forward, the plunger engaged the cassette early. As the plunger moved forward from this position it pumped more volume per stroke. The customer contact complaint of damage was not noted during testing.

Event description:
The device was returned to the service center with a customer report of the device is damaged. This does not indicate a reportable malfunction. However, during verification testing at the service center the plunger was found to be out of range, one revolution forward.